Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. The air bubbles were successfully primed out of the tubing to address the issue. Customer experienced a blood glucose (bg) level above 500 mg/dl and moderate levels of ketones. Manual injections were administered and pump boluses were delivered to address bg.